Event description:
The customer reported that the device would not re-open while applied to tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.